Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced skin irritation, pain, swelling, and redness at the sensor site and had contact with a healthcare professional (hcp). The customer was treated with unspecified treatment by the hcp. The customer remained in hospital until (B)(6) 2025 for further observation due to the customer's second illness. There was no report of death or permanent impairment associated with this event.